Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, further described as patient made a mistake and did not clean area before starting pd. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. On an unreported date, the patient received vancomycin (2 gm, ip, every 7th day one bag), heparin (1000 iu, ip,every exchange), tobramycin (16 mg, ip, per bag) and "rretline" (250mg, ip, per bag). At the time of reporting, the event of peritonitis was resolving. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. Dianeal pd2 ultrabag therapy continued. The consumer believed that dianeal pd4 ultrabag therapy was unrelated to the peritonitis. An assessment of causality for the event of break in aseptic technique was not reported.